Event description:
The pt called alleging that the meter would not power on. The pt experienced symptoms; however, was unable to describe their symptoms other than they did not feel well. They contacted their physician and were advised to take "three pieces of sugar" and then to contact lifescan. Customer service was unable to resolve the issue and sent the pt a replacement meter.